Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va0tsmj, implanted: (B)(6) 2015, product type lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type extension.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported the patient had an infection at the right lead site. Actions included planned surgical intervention to cut the right extension and remove the right lead. No further complications were reported.